Event description:
It was reported that during a hand assisted nephrectomy procedure, toward the end of the procedure when extracting the kidney through the device, it ripped into two separate pieces. The device was removed and the kidney was extracted without any patient consequence.